Manufacturer narrative:
The correction of h4 manufacture date, h3a device evaluated by mfg, h3b device not eval provide code and h3c if other provide code-explain deems required. This is based on the internal evaluation. Previous h4 manufacture date: 10/04/2019 corrected h4 manufacture date: 10/07/2019 previous h3a device evaluated by mfg: no corrected h3a device evaluated by mfg: yes previous h3b device not eval provide code: other corrected h3b device not eval provide code: none previous h3c device not eval provide code: device not returned to manufacturer corrected h3c device not eval provide code: none getinge became aware of an issue with one of our surgical lights ¿ volista standop. The designated complaint unit employee confirmed based on photographic evidence the label was damaged with missing particles and chipping off. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification due to chipped label, which could be considered as technical deficiencies and in this way the device contributed to the event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of missing label on volista surgical lights, there is no event which led to the serious injury. Comparing the number of claimed devices to the install base, we conclude that the failure ratio is low for label missing/ chipping. As stated by the subject matter expert at the manufacturing site, label peeling is probably due to collision or repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. The user manual mentions to check the lightheads for chipped paint, impact marks and any other damages during daily checks (IFU 01781 rev.19, pages 37-41,93). To prevent any incident similar to the label missing, the manual mentions instructions concerning cleaning and disinfection, recommended and prohibited products (IFU 01781 rev.19, pages 89-90). Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Event description:
On (B)(6) 2024 getinge became aware of an issue with one of our surgical lights ¿ volista standop. The designated complaint unit employee confirmed based on photographic evidence the label was damaged with missing particles and chipping off. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer